Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital camera and a panasonic dmc tz8 digital camera. We made a visual inspection of both cartridges. The first cartridge included no clips and we found no visible damage. Next we investigated the second cartridge. The metal sheet is deformed and we found a broken end. Additionally we made a vidual inspection of the fracture surface. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files, a material defect, production and design error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. We assume an assembly error and there is possibility that the slider sheet was deformed by a too quick application. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that during the operation the cartridge was not cracked when setting to applier, however the clip was jammed during the procedure. The surgeon checked the product and found that the cartridge was cracked. The fragment was not found. The x-ray could not find it in the patient. The procedure was completed by using a new cartridge.